Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left apical pneumothorax was discovered on the chest x-ray after post implant of the cardiac resynchronization therapy defibrillator (crt-d) system. The patient was then sent to the crt-d clinic, where a new chest x-ray demonstrated a left pleural effusion. No action was taken. Approximately two months later, a chest x-ray performed was normal. The crt-d system remained in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.